Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the power supply smelled after start up. It was also noted that the programmer required a software update, the stylus was missing, the left and right lower bullets were worn out, the left keyboard hinge was broken and the radiofrequency head anti slip layer was worn. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.